Event description:
It was initially reported that a patient was having problems remembering how to adjust her device and she was adjusting because of needing to go to the bathroom and the increase of urine. It was noted that this started at least a month prior to the report and she was using a lot of pads. It was reported that the stimulation power was on and the patient was currently on program 3. The reporter stated that the patient was on 2.0 and that was not working so the patient changed it to 1.9, which was also not working. While on program 3 the patient increased stimulation to 3.3 and it was uncomfortable. It was noted that the patient decreased stimulation to 3.2 and it was comfortable. It was reported that the patient would leave the stimulation on this setting and continue to track her symptoms. It was noted that the patient had a doctor appointment the day of the report and had a fall the day prior to the report. Two and a half weeks later, it was reported that there was a loss of therapeutic effect and the patient was going to the bathroom every hour on the hour for the past week. It was noted that the patient had a test done that measures urine amount and the patient was supposed to have a follow-up appointment with the doctor on 2014 (B)(6). It was reported that the patient was on program 3 at 3.25 amplitude for the past week and the patient had tried to increase on that program but so far it had not helped her symptoms. The reporter stated that the patient was able to connect with the device and then lost the connection. It was noted that the patient was not able to establish connection after several attempts and would try again later. It was later reported that the patient was calling to ask for help with her therapy. The patient had been having urgency-frequency for 4 days. Patient services determined that the ins was off. Patient services showed patient how to turn the ins back on. The patient did not seem to understand the difference between the ins being off and the programer being off. It was later reported on (B)(6) 2014 that the patient was having a problem/return of symptoms. The patient was experiencing a loss of therapeutic effect. The patient was dripping, dripping. This started a couple weeks ago. The patient was peeing her pants and can't go out. As soon as she puts a pad on it is wet. This had been going on for a couple weeks but had been especially bad the last 2 days. The patient had a dilation/cystoscopy 2 days ago and had been "going really bad". The patient was on program 3 at 3.5v and lowered stim to 2.4v. The patient was going to try increasing stim back to 3.5v. The patient mentioned someone told her she isn't going fast enough. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v870676, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).